Event description:
It was reported that the right ventricular lead exhibited intermittent undersensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed normal device characteristics.